Manufacturer narrative:
Error "faultbub" and rotary knob was not working was reported. A getinge field service technician was onsite to investigate the device in question. According to the service order (B)(4) dated on 2020-11-16 customer stated the rpm knob was not functioning correctly and that a fault for bubble stand alone was present. Could not find any issues with rpm knob. Unit functioning correctly. Full safety and functionality checks to factory specifications. Released to customer. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.18 was reviewed on 2020-11-18 with the following outcome: the most possible causes for the reported failure "faultbub" could be determined as: bubble/flow sensor failure, e.g.: malfunction of bubble/flow sensor electronics. Dried contact gel* user forgot renewing contact gel. Mechanical defects (impact). Sensor not detected although sensor is connected. Device used out of specification. Software error. The rotaflow risk analysis version v06 ((B)(4)) chapter h1.1.1.37 was reviewed on 2020-11-18 with the following outcome: the most possible causes for the reported failure "rotary knob not working" could be determined as: malfunction of the microcomputer system: internal cpu failure. Non-volatile memory failure. Volatile memory failure. Failure in safety relevant variables. Watchdog failure. Time base failure. Failure on other device parts (rotary knob, display, etc). Failure of internal components (adc, etc.). Wrong supply voltage for electronics. The reported error "faultbub" and rotary knob was not working could not be confirmed. The device was directly involved in the event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from the us that on the rotaflow console fault code bub sa - **- occurred and rotary knob not working. No more details provided. No indication of actual or potential for harm or death reported. New information the error message "faultbub" occurred.